Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.11. The company representative was able to confirm the reported event. The customer had been using a non-manufactured product for uninterruptible power supply (ups) that was faulty. This was determined to have contributed to the reported event. However, the system was found to meet specifications. The representative provided feedback that the customer plans to order a replacement ups to address this issue. Additional information about the completion of the ups replacement has not been provided. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to a non-manufactured product ups and is unrelated to the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic system shuts down on its own. Surgery was completed with same machine after restart. There was no patient impact.